Event description:
It was reported that due to the patient experiencing pain 6 months later, the implant was removed. Another mobi-c device was used during the revision surgery. The patient is doing well after the revision surgery.

Manufacturer narrative:
Additional information in b4, b5, g4, g7, h2, h6: methods, results, and conclusion codes. The product was not returned and no photos were provided, so an evaluation is unable to be performed. Without the returned product, the event is non-verifiable. A root cause cannot be determined.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a patient underwent a revision surgery to remove an implant. No other information has been provided.